Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological.. The following information was provided by the initial reporter: translated to english. The customer stated: there were "dirty tubes x 1 pack."

Manufacturer narrative:
H6: investigation summary: bd received 3 samples and 5 photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter (dirty shield) with the incident lot was observed. Additionally, 10 retention samples were evaluated by visual examination and the indicated failure mode for foreign matter (dirty shield) with the incident lot was not observed as all product specifications were met. Bd determined that the root cause of the indicated failure mode was attributed to resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: there were "dirty tubes x 1 pack."